Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received no delivery alarm. The customer¿s blood glucose over 516 mg/dl. The troubleshooting was performed and customer stated that insulin was exited. The customer states that the insulin exited. The device will not be returned for analysis.